Event description:
It was reported that during an implant attempt, the left ventricular (lv) lead had difficulty with capture. The physician could not re-obtain venous access and consequently, an lv lead could not be implanted. The patient was hospitalized and has to come back for a repeat procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. No were anomalies found. Blood/body fluid was observed on all conductors. The outer insulation was pulled apart. Damage at implant was noted.